Event description:
Indication: unilateral primary osteoarthritis, left knee. Rn reports that plunger was missing from the prefilled syringe and they were unable to administer medication from the prefilled syringe. No adverse event(s) reported due to product complaint. No missed dose reported as md had medication "in stock" and was able to give pt their injection. Unknown if device is available for return. Date of malfunction: (B)(6) 2024. No further info. Reported to (B)(6).